Manufacturer narrative:
The customer tightened a loose architect probe (list number 08c94-42), which resolved the issue. The architect probe was identified to be the likely cause. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the architect probe identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the discrepant result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr was identified.

Event description:
The account generated a false reactive architect havab-igg result that repeated negative when processed on the architect i2000sr analyzer around (B)(6) 2016. No specific patient information was provided. No impact to patient management was reported.